Event description:
The customer reported that the system displayed intermittent stator not on error messages. This error may cause the system to shut down un-commanded. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors at the power motor relay and the tube were reseated. The system was then found to be operating as intended.